Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event would not be associated with the device but rather would be related to user technique.

Event description:
Technician loaded drill bit into stryker command ii drill handpiece. Setting of drill unit was on 100%. The drill bit bent when the surgeon was testing the drill in air. The drill bit was changed, the setting was turned to 50% and there was no further incident during the drilling process. There was no adverse consequence to the pt as a result of this event.